Event description:
Ventilator read "vent inop". Alarm would not shut off or allow to be reset. Pt bagged, ventilator removed and pt placed on another ventilator. Biomed has ventilator and will test and repair equipment. No harm to the patient.